Event description:
It was reported to philips that the azurion system does not startup. The device was not in clinical use. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated the complaint. The philips field service engineer (fse) assessed the system on-site and confirmed that the system was not starting, and that the application did not load. A study of the system log files revealed a gap in the logging around the time of the occurrence, implying a system start-up issue. After troubleshooting, fse discovered that the problem was caused by an application bug. To resolve the issue fse reloaded software and did complete reinstallation of the system. After which the system was returned to good working condition. The codes were updated based on the investigation outcome.